Event description:
It was reported to vyaire medical that the vela ventilator was showing "vent inop, motor fault, circuit disconnect tranducer fault, low peak inspiratory pressure (pip), low minute ventilation (ve) ," alarm continuously. There was no patient involvement associated from this event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The customer reported that they will not return the defective main control pcb (printed circuit board) for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.